Event description:
Pt unsure how she is feeling and states "does not feel well." Sudden onset. Two degrees 45 unit run bp down 77/55. Dose or amount: l500u, h500u, frequency: dialysis run, route: IV. Diagnosis or reason for use: chd.